Event description:
Customer's daughter stated that insulin pump is alarming no delivery. The blood glucose reading is over 600 mg/dl. Customer treated with manual injection. After troubleshooting, the customer's blood glucose was high, caller will take her mother to the hospital. Caller thinks that her mother may have had a stroke. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.